Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and posterior aspect. A rent was discovered within the crease on the posterior aspect and measuring approximately 0.3 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) of lot number 247220 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc saline, catalog #3501645, lot #218785. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline breast prostheses. Right breast prosthesis deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 300cc saline breast prostheses on (B)(6) 2018. The patient fully recovered, was not hospitalized, and also did not experience any accompanying symptoms.